Event description:
The customer reported a positive biological indicator and have recalled all the items. However, one camera was used on a patient. The location of the location of the biological indicator in the load was at the bottom shelf facing rear. The previous biological indicator was negative and the bilogical indicator growth was in twenty-four hours. The ci color change was correct and the facility followed the recommended instructions for use for handling biological indicators.